Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1, is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported the 3 button is intermittent which was reproduced. The reported condition was verified. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad button 3 was intermittent. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.